Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset infusion set (6 mm, 23 in) and no device alarms or infusion set leaks were identified; the user¿s blood glucose was reported as high with a peak of 450 mg/dl for most of the day, and the agent provided troubleshooting and education including an infusion set change, after which glucose trended down. Symptoms included hyperglycemia without reported ketoacidosis or other acute symptoms. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no assistance required. Investigation included technical support review and user troubleshooting by phone. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was non-serious with no adverse health consequences reported and that the device function could not be confirmed as contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.